Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two-pieces. Visual examination found one external insulation abrasion breaching all the lumens, the right ventricular cables were also abraded, the polytetrafluoroethylene liner was found to be breached exposing the inner coil, consistent with friction to another device or feature of patient¿s anatomy. The cause of the reported events was isolated to the exposed cables and inner coil at the abrasion zone.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.